Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The reported event of loss of capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. After cutting the lead, cleaning and applying torque directly to the inner coil, the helix was able to retract and extend. The measured full helix extension length was within specification.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, loss of capture was noted on right ventricular (rv) lead. Diagnostic imaging was performed and revealed a lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable.